Event description:
A customer contacted beckman coulter inc., (bci) regarding a burning smell emitting from the unicel dxi 800 access immunoassay system. An obstruction detection error and a short sample error were obtained by the customer. Customer stated that a noise was then heard which followed by a burning or smoke smell emitting from the side of the instrument. There was no report of flames or fire, and no injury to user.

Manufacturer narrative:
There is no indication that the fire department was called. A field service engineer (fse) was dispatched: the fse inspected the instrument but was unable to locate the source of the burning smell. The fse tightened a loose power plug and replaced a noisy vacuum pump. The customer performed qc and no errors were produced. The instrument has all appropriate safety ratings. A definitive root cause has not been determined to date for this event.